Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 507 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. Customer technical support determined that miscounting carbohydrates caused the bg excursion. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.